Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl) and trace ketones. Customer changed supplies, administered a bolus with the pump, and adjusted basal rate of the pump to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that insulin injections were available for use if bg levels did not decrease.